Manufacturer narrative:
The lot number for the device was not provided, therefore a lot history review could not be performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation. However, the investigation is inconclusive for tilt. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model md800f vena cava filter experienced perforation and tilt. The information was received from one source. This malfunction involved one patient with no patient consequences. The female patient is 71 years old. Weight of the patient was not provided.